Manufacturer narrative:
It was reported to abbott that the patients ipg was inoperable. Rep stated that they met with the patient on (B)(6) 2020 and it was determined that the patient's ipg has been dead for a while. The patient could not recall when they last had stimulation, but stated it was likely months ago. Patients other health issues have kept us from replacing the ipg. No surgery date has been scheduled as yet. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their scs ipg per manufacturer guidelines. In turn, the ipg became unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.